Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and was discharged the following day. Three days after the event onset, the patient was re-admitted due to ongoing peritonitis and was discharged ten days later. On an unknown date, the patient was treated with fortum injection (1gm, once a day, ongoing) and cefazolin injection (1gm, once a day, ongoing) for peritonitis. Five days after the event onset, the patient recovered from cloudy fluid. At the time of this report, the patient was still recovering from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from peritonitis antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.